Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer had initially called for assistance with performing a blood test. Blood test performed by the customer during the call produced test result of hi non-fasting using true metrix meter; customer was concerned with the result obtained. Coordinator had spoken with customer and transferred to technician. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/26/2026 and open vial date is one month ago. The meter memory was not reviewed for previous test result history.